Manufacturer narrative:
B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'sacral neuromodulation in patients with neurogenic lower urinary tract dysfunction'. The following medtronic devices were used: medtronic interstim® system. Among patients' adverse events/device performance issues included: one patient had a lead migration. In managing this, they had an adjustment to the device programming. No further information was provided pertaining to medtronic products.